Manufacturer narrative:
(B)(4). The device manufacturer date is not known . Alleged failure: the head of the shaver blade was torn off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes contact with a hard object, excessive pressure, such as bending or prying. The inner teeth hitting the window edges. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the device broke. The broken piece was retrieved and procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the tip of the device broke. The broken piece was retrieved and procedure was completed successfully.